Manufacturer narrative:
Follow-up #1: date of submission 3/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings:.¿cs087¿ alarms observed in the black box . During the investigation, ¿cs069¿ alarm was reproduced during rewind- steps failed due to alarm. The ¿cs69¿ failure is defined as language file corruption while retrieving language text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.